Manufacturer narrative:
No calibration influence was observed in the calibration data. Controls were within range prior to sample measurements. Camera images from one of the two analyzers showed dusty gripper wheels. Camera images of patient samples showed sample quality issues. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for samples from approximately 146 patients tested with elecsys troponin t hs on two cobas e 801 analytical unit analyzers. Examples are provided for 10 samples collected from 10 patients with discrepant troponin t results. Refer to the attachment for all patient data. The discrepant values are highlighted in yellow.

Manufacturer narrative:
A serial number of (B)(6) was provided for one of the two e 801 analyzers. It is not known if this serial number is for "analyzer 1" or "analyzer 2". The serial number of the other e 801 analyzer was requested, but not provided. Troponin t reagent lot number 743283 was in use on analyzer 1 from 31-dec-2024 to 28-feb-2025. Troponin t reagent lot number 789742 was in use on analyzer 1 from 28-feb-2025 to 03-mar-2025. Troponin t reagent lot number 743283 was in use on analyzer 2 from 31-nov-2024 to 03-mar-2025. The investigation is ongoing.